Event description:
Patient reported that the needle button would pop up and not stay down with 7-8 v-go's. Patient mentioned that sometimes he would be able to press the needle back in and sometimes patient was not. Informed patient that he has to remove v-go and replace with a new filled v-go. Patient mentioned that he experienced a high reading of 148 after pushing the needle back into v-go when it popped out.